Event description:
A report was received that the patient was experiencing pain, numbness in the legs and was unable to move. Lead fracture was suspected but had not been confirmed yet. The physician also noted that the pain may be caused by the stimulator.

Manufacturer narrative:
Additional information was received that the patient was prescribed eliquis due to being in a wheelchair. It was also noted that the stimulator was ruled out of any cause of the patients problem.

Event description:
A report was received that the patient was experiencing pain, numbness in the legs and was unable to move. Lead fracture was suspected but had not been confirmed yet. The physician also noted that the pain may be caused by the stimulator.

Manufacturer narrative:
Additional information was received that computerized tomography (CT) scan was done and revealed a mass on the spine. No lead fracture was noted.

Event description:
A report was received that the patient was experiencing pain, numbness in the legs and was unable to move. Lead fracture was suspected but had not been confirmed yet. The physician also noted that the pain may be caused by the stimulator.